Manufacturer narrative:
Our inspection revealed that several internal components designed to restrain the heater wire had been bent or broken. This damage had allowed the loose heater wire to tangle together, creating an area of excessive heat, which had damaged and deteriorated the fabric foundation. The end of the pad was folded over which caused a hot spot in the pad. Lead laying on top of lead and wire. We determined this incident is a direct result of customer misuse/abuse of the product, and in direct violation of the instructions provided.

Event description:
Customer called and reported there was a hole burned completely through the pad. Also brown spots near the edge of the pad.